Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow up report will be submitted upon completion of the investigation.

Event description:
As reported: while inserting the closure unit into the manta sheath there was resistance from the sheath valve. The bypass tube would not go all the way into the sheath valve, even with a considerable amount of force applied by physician. Eventually the dr. Advanced the closure unit with the bypass tube in halfway. The closure went perfect.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following an undisclosed procedure, a 18f manta was planned for closure. While inserting the closure unit/bypass tube through the hemostatic valve of the manta sheath, the physician encountered a great deal of resistance while attempting to advance the bypass tube into the sheath hub. The physician applied a considerable amount of force however, the bypass tube would not go all the way into the sheath valve. Eventually the physician was able to advance the bypass tube half-way into the sheath valve successfully closing the puncture site. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device.